Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. One patient developed right diaphragmatic nerve injury, pseudoaneurysm in the puncture site, and pulmonary vein (pv) stenosis. It is unknown if any intervention was performed. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: different time course effect of autonomic nervous modulation after cryoballoon and hot balloon catheter ablations for paroxysmal atrial fibrillation circulation: journal of interventional cardiac electrophysiology. 2025; https://doi.org/10.1007/s10840-023-01581. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study aimed to investigate the effect of two balloon systems utilizing different energy sources, cryoballoon and hot balloon ablations, on the autonomic nervous system (ans) through the continuous assessment of heart rate variability (hrv) using an electrocardiogram (ECG). Also, to investigate the role of the ans in prognosis during follow-up after ablation. One patient developed right diaphragmatic nerve injury, pseudoaneurysm in the puncture site, and pulmonary vein (pv) stenosis. It is unknown if any intervention was performed. The status of the device is unknown. No additional adverse patient effects were reported.